Manufacturer narrative:
Unit was received with blank display anomaly due to moisture damage. Unable to perform displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit was received with moisture damage noted on motor assembly. Unit was received with cracked retainer, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display anomaly and cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery however the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer advised there was a crack on the side casing of the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.